Manufacturer narrative:
Concomitant medical products: product ID 37714, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator. (B)(4). Analysis of the desktop charger (dtc) [serial # (B)(4)] found there was a broken connector pin.

Event description:
The consumer reported that the desktop charger (dtc) connector pin was loose, the implantable neurostimulator recharger (insr) screen was blank, and the insr was not working. The patient saw the "charge your recharger" screen on insr, even though the insr was plugged into the dtc. When the insr was unplugged from the dtc, the screen went blank. During troubleshooting the insr was plugged into the dtc; the insr was not charging and the dtc light was on. Reported symptoms included a return of pain. During troubleshooting, the patient mentioned that it was hard for her because she had pain in her back; the patient's back pain was considered a gradual change in therapy/symptoms. There were no falls related to this pain, and the patient mentioned she was trying to get off of her pain medications. No outcome or interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included non-malignant pain and chronic low back pain.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_recharger_acc, serial # unknown, product type recharger; product ID 37714, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator.

Event description:
Additional information was received from the patient reporting their previous report that their recharger had not been working so they were sent replacement equipment. However, it was reported that didn¿t work, and they just gave up and stopped charging their implant around the middle of 2015. It was reported that the implant didn¿t work now (probably started middle of 2015, months and months ago) and that they had been taking pain pills. Information was reviewed about overdischarge and the patient was redirected to follow-up with their healthcare provider to address the possible overdischarge. The patient stated that they did not have a managing healthcare provider for their device and a list of physicians in their area were sent to them. No further complications were reported/anticipated.